Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently did not display a "test okay" message with paddles, and displayed excessive "noise". There was no pt involvement during the reported malfunction.